Event description:
It was reported that a patient underwent an eye surgery procedure on (B)(6) 2010 and suture was used. The needle split in half at the swage where the suture material is attached. This is not visible to the naked eye but visible under a microscope. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.